Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes and on the front center of the chest strap. Patient described the rash as red and slightly itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to apply a topical cream to the rash. Follow up indicated that the cream is helping with the skin irritation.